Event description:
It was reported that during a laparoscopic adjustable band procedure, when the scrub was priming the device on the back table it seemed that the band had a possible leak. The band was not inserted into the patient. Another band was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed, device returned for investigation was fully functional. A leak test was performed on the balloon with a successful result; no leak was found.